Event description:
During a ha partial nephrectomy procedure, one hour into the case the silicone tore away from the surgeons hand when it was in the patient's abdomen. No patient consequence, case was completed with like device. No return device.